Manufacturer narrative:
Further information was requested but is not yet available.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited oversensing. No intervention was performed. There were no patient consequences.